Event description:
A (B)(6) male was implanted with the syncardia cardiowest temporary total artificial heart (tah-t) and discharged home, approximately 300 miles away from the transplant center, by the attending physician with a (B)(6) heart excor mobile driver. After approximately 324 days, the pt reportedly experienced shortness of breath and was admitted to a local hospital. Based upon the observed conditions, the local hospital transported the pt via helicopter to the transplant center, (B)(6), where he later expired. The facility notified syncardia that they suspected a device failure may have contributed to the pt's death. Syncardia has requested that the device be returned, and upon receipt, an investigation will be performed.